Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient needed assistance turning the therapy off. The patient stated it would not go off. Basic functionality was reviewed. Patient services helped the patient turn the therapy off; she stated she did not realize that she needed to place the antenna over when trying to turn off. The patient connected to the implantable neurostimulator (ins) and stated she was at 7.90v. The issue was resolved. The patient also reported stimulation in the wrong location. The patient felt stimulation on the left hand side instead of the right hand side where the pain was. The patient started feeling stimulation in the wrong location after she went to the health care provider (hcp) the day before this report and the device manufacturer¿s representative (rep) was there. She did not know what the rep did. The patient was advised to call the hcp and notify them. There was no outcome reported. If additional information is received, a supplemental report will be submitted.